Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: mlc-20 user's test strip had poor storage.(car). Test strip (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for e-3 error: used test strip, test strip outside of vial too long, sample on top of test strip. The e-3 error occurred when the blood sample was absorbed. The customer was using proper testing technique. The customer reported feeling physically dizzy. Customer stated he felt drunk and denied intake of alcohol. Customer did not know if this was related to his diabetes. Customer did not mention if he needed medical attention at the time of the call. The customer's expected blood glucose test result range was undisclosed. During the call on (B)(6) 2017, a blood test was performed by the customer and produced test result of e-3 using truemetrix meter. The product is not stored according to specification; customer stores strips in the car. The test strip lot manufacturer's expiration date is 06/22/2018 and open vial date was undisclosed. The meter memory was not reviewed for previous test result history.